Event description:
Circulator opened a sterile suture for closing the incision, and upon close examination by surg tech it was noted to have 2 sutures (needles plus filament) in the package, adhered together. The suture needle(s) was not grasped by a needle holder nor taken from the package and this suture package was immediately removed from the sterile field and from the or room.